Manufacturer narrative:
Device evaluation summary:visual inspection shows a groove/damage in the arterial outlet port. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed at the arterial outlet port. Reason for return was confirmed. Cracks in plastic can be caused by physical shock to the device. Medtronic uses sophisticated techniques for identifying leaks or damage in the production process, and devices that exhibit any discrepancies are discarded prior to distribution. Production information was reviewed and product had passed all in-process quality checks; manufacturing controls are in place for the inspection of each device to ensure that product meets specification prior to the release from the manufacturing facility. Process controls and design features are utilized to ensure the occurrence rate is as low as reasonably possible. Although the report of a leak/damage was confirmed the specific cause is unknown. All associated risks are low and no device related patient/clinical safety issues were reported. The DHR for the reported serial number of the device was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. Review of the complaint file indicates sufficient info rmation was provided for completion of this investigation. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a nt oxygenator, the customer noticed a crack in the arterial line outlet. During the pre-op control, serum was primed. When it became clear that liquid leaked from the crack, the product was replaced with a new medtronic product to complete the procedure. There was no patient involvement so no adverse event occurred. Additional information: there was no damage to the packaging (outer box, inner packaging or sterile barrier), or any other devices in the same box/shipping container.